Event description:
A technician reported that one day following intraocular lens (iol) implant surgery, the iol was noted to have dislocated. The lens was exchanged. The tech reported that the pt was "doing great". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).